Event description:
The mother reported her daughter used one e.p.t. Analog early pregnancy test once, vaginally, to test for possible pregnancy on (B)(6) 2015. On (B)(6) 2015, contrary to the product's instructions for use, the patient inserted test into vagina, the test became stuck. When she attempted to remove it, she tore her vaginal wall and began to experience vaginal bleeding. The mother took her to the hospital where they sedated her, removed the test surgically and gave her some pain killers and cream. At the hospital, patient was confirmed pregnant by a blood test. The mother reports her daughter was not admitted and was at the hospital for treatment for less than 24 hours. The mother reported that her daughter is currently not taking medications and has no medical history. The mother reported that her daughter was pregnant when she used the e.p.t. Analog early pregnancy test. The patient's pregnancy due date is unk.